Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: 320144. Batch no: 0253617. Consumer reported finding the needles clogged during injection. But claims they work during the flow check. Informed of non patient end placement.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: 320144. Batch no: 0253617. Consumer reported finding the needles clogged during injection. But claims they work during the flow check. Informed of non patient end placement. Date of event: unknown.